Event description:
Info & product provided by chief of surgery. Returned to hosp in 2001 for chemotherapy. At this time it was noted that the catheter had sheared off. Radiologist was able to retrieve part of the catheter and dr, the next day in the o.r., removed remaining components.